Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction as the observation occurred before surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the gas liquid phase of a vitrectomy procedure, there was no gas discharged from four different tubing sets. The procedure was completed by using a fifth tubing set with no harm to the patient. This is one of the three lots reported.